Event description:
Pt underwent total knee arthroplasty on (B)(6) 2004. Radiographs on (B)(6) 2005, indicated locking bar component was disengaged. Revision surgery to replace components was performed on (B)(6) 2005. The doctor that performed the original surgery and placed the device does not work for this facility and surgery did not take place in this facility. The surgery on (B)(6) 2005, to repair the problem was performed by another physician at this facility.